Event description:
The customer reported to baxter a clearlink buretrol solution set in which the buretrol would not fill with liquid after spiking an unknown bag. The condition was reported to have occurred during set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2011. An actual sample was received for evaluation. The sample was received with a very viscous brown-amber solution inside the burette. A visual inspection of the sample did not reveal any defects. The sample was then submitted for clear passage testing and functional testing and failed both of these tests. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.